Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too low or failed". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was getting alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device. The system hours were 272 and pump hours were 124, flow rate was 0.1lpm, inlet pressure was -2.8psi, circulation pump command was 100 percentage, gel pads in place. They disconnected and reconnected pads using proper technique but there was no change. Nurse had the device with serial number (B)(6) outside the room. Nurse moved pads or probe to this device. The flow rate was 0.6lpm, inlet pressure was -2.3psi, circulation pump command was 100 percentage, system hours were 6360 and pump hours were 5621. Pads were new out of box. Nurse would change the pads and call back if this did not resolve the issue. Mis advised nurse needs to keep these pads for investigation. Per follow up information received via phone on 15mar2023, it was reported that therapy was completed on the male patient between 60-70 years old. There was no impact. Nurse tried turning the device on or off and that did not solve the issue. Nurse did troubleshooting with mis and it was discovered that the pads were defective. Nurse advised by mis to change pads at this point the device started to work. The device did not go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was getting alert 01 (patient line open) and alert 02 (low flow) on the arctic sun device. The system hours were 272 and pump hours were 124, flow rate was 0.1lpm, inlet pressure was -2.8psi, circulation pump command was 100 percentage, gel pads in place. They disconnected and reconnected pads using proper technique but there was no change. Nurse had the device with serial number 1078 outside the room. Nurse moved pads or probe to this device. The flow rate was 0.6lpm, inlet pressure was -2.3psi, circulation pump command was 100 percentage, system hours were 6360 and pump hours were 5621. Pads were new out of box. Nurse would change the pads and call back if this did not resolve the issue. Mis advised nurse needs to keep these pads for investigation. Per follow up information received via phone on (B)(6) 2023, it was reported that therapy was completed on the male patient between 60-70 years old. There was no impact. Nurse tried turning the device on or off and that did not solve the issue. Nurse did troubleshooting with mis and it was discovered that the pads were defective. Nurse advised by mis to change pads at this point the device started to work. The device did not go to biomed.